Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they were encountering "device not responding" message and had been having difficulty with connecting to the ins for over the last year. The patient indicated they had tried different programs/amplitudes per their previous managing physician's guidance and programs 4 and 5 worked well for like a year and then they started having some slight issues.  The patient was currently experiencing both urinary issues and anal discharge. The patient reported that prior to implant they had a bad car accident that broke their pelvis in several places and some of these settings felt like they were zapping the patient in the vagina. During the call, the patient indicated they were briefly able to connect to the ins and change programs but then encountered the "device not responding" message again.  The patient denied any changes to the ins site and indicated they could palpate the ins and felt it under the skin and were placing the communicator directly against it.  The patient indicated they have had slight weight gain.  The patient no longer had a managing physician and would like to have the device checked.  The agent provided physician listings.